Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. Assisted with performing displacement test and passed. Return on 2nd occurrence or on 1st occurrence if displacement verification test does not pass. Customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. . No unexpected drive count error boundaries exceeded after movement error noted during testing. The motor was tested outside of the device and passed. (B)(4).